Event description:
The customer reported that the paramedics were called due to low blood glucose of 29mg/dl. The customer stated that she made adjustments to the threshold and set it to 90mg/dl. He also mentioned calibrating the enlite sensors four times a day, and he likes the enlite sensors better. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.